Event description:
Rptr claims the operator was transferring from a boat to the dock when the anti-tip receiver snapped on the wheelchair. Operator claims to have rec'd a minor bump and scratc. Pt did not seek medical attention.